Manufacturer narrative:
No pt info available as no pt was present in this concern. Device manufacture date unk. Per RMA, a replacement break out box was sent to site. Suspect part cannot be found on site, no evaluation will be performed.

Event description:
Medtronic rep reported the cable wires to the break out box are exposed. Event did not occur during surgery and no pt was present.